Manufacturer narrative:
Section d1, h3, h4: additional information. Manufacturer's investigation conclusion: the report of a backup battery fault alarm was confirmed through the analysis of a data log file retrieved from the returned system controller (B)(4) the retrieved log file contained approximately 3 days of data (dated (B)(6) 2019 (B)(6) 2019, according to the timestamp). Starting at approximately 8:05am on (B)(6) 2019 the log file captured an active backup battery fault alarm as a result of a backup battery load test fault, which occurred after a failed load test. The backup battery fault alarm was captured as active until the end of the log file, when the controller was powered down. The alarms did not affect the controller's ability to support the pump at the set speed. After the driveline was disconnected at ~9:01am on (B)(6) 2019 the controller continued to alarm with a pump stop and driveline disconnected alarms until the controller was powered down at ~9:08am of the same day. The events captured in this log file did not affect the controller's ability to support the pump at the set speed. The returned system controller () passed functional testing using laboratory test equipment and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. Multiple load-tests were performed and the controller and its internal backup battery always responded as designed. The returned system controller and its internal backup battery were found to function as intended. As a result, the root cause of the backup battery fault alarm captured in the log file could not be conclusively determined during this investigation. However, similar reports have been documented and corrective action (CAPA) has been initiated to investigate the issue. The system controller was exchanged and no further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. Heartmate 3 patient handbook section 2-"how your heart pump works", under sub-section titled "replacing the running system controller with a backup controller" covers the proper steps for exchanging the primary system controller with a backup system controller. This section also states "do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed." This section also covers the steps for turning off the system controller once it has been successfully exchanged. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6) 2019 patient did a self-test, states that the controller malfunctioned after and alarmed. Patient states that he had to change the controller. He swapped to the backup controller. He states that the primary controller continued to alarm for hours after disconnecting. Log file analysis noticed numerous pump stop alarms. Patient doesn¿t remember this alarm going off. The pump stops in this log file occurred when the driveline was not connected. Once the driveline was connected the pump it operated as intended. Once the driveline and batteries are disconnected the primary controller will alarm until is placed in sleep mode or the external backup battery drains.